Event description:
Approximately 3 months post repair of the right achilles tendon with orthadapt augmentation, the pt developed pain and swelling at the surgical site. The graft was explanted approximately 6 months post-repair. Physician noted no sign of inflammation and the native tissue was healed; however there was excessive hypertrophy of the achilles tendon and surrounding tissue.

Manufacturer narrative:
Physician used absorbable sutures to fixate the orthadapt bioimplant; the use of absorbable sutures are contraindicated in the product IFU; thus this was an off label use. Based on the available case info, the reported symptoms are likely due to fixation failure associated with the use of absorbable sutures. A review of the device history records (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics inc. Synovis orthopedic & woundcare inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.